Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s post-operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the vessel sealer extend (vse) instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. A review of the vessel sealer extend (vse) instrument logs associated with this event has been performed. The logs showed the vse instrument had four complete homing events (i.e., it was installed 4x). There are various cut complete events and 4 ¿jaw angle open¿ events, indicating the jaws were open too wide to allow cutting. The e-100 generator was used for the procedure. Logs from e-100 revealed 118 total seal events, of which 116 had no errors, and 2 had a ¿high initial starting impedance¿ error. A review of the system logs for the procedure has been performed by an isi technical support engineer (tse) and the following was observed: multiple procedures have been performed on this system after this reported complaint with no service requests being created. No relevant errors were observed during this procedure. As a result of this review, the tse did not recommend a field service engineer (fse) visit the site to perform system verification testing. A device history record (DHR) review for the vse instrument involved with the reported event has been completed. No non-conformances were identified to be related to this complaint/product. An isi medical officer conducted a review of the event, and the following information was provided: this patient had a sigmoid colectomy with no unusual events noted at the time of the surgery. The inferior mesenteric artery (ima) was sealed and divided with the vse as part of this procedure. Approximately one week later, the patient presented to a different institution with back pain. A few days later, and approximately two weeks after the initial surgery, the patient expired while still at the outside institution. At autopsy, the ima was noted to be open. Confounding variables include a history of hypertension and the use of lovenox. Based on the information provided in the summary of events, there is insufficient information to fully ascertain the cause of the delayed ima bleed or if any isi products or instruments contributed to this event. This complaint is a reportable event due to the following conclusion: two weeks after a da vinci-assisted sigmoid colectomy procedure, the patient expired. The autopsy report showed the inferior mesenteric artery (ima) was opened. The vse was used to seal the artery. It was confirmed that there was no da vinci product issues and no intra-operative complications during the robotic procedure.

Event description:
It was reported that two weeks after a da vinci-assisted sigmoid colectomy procedure, the patient expired. The autopsy report showed that the inferior mesenteric artery (ima) was opened, and the vessel sealer extend (vse) instrument was used to seal the vessel. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the surgeon confirmed that no intra-operative complications were reported during the primary procedure. The vse instrument had worked as intended with no issues, and he confirmed that there was no vse or any other da vinci instrument malfunction. He stated that the patient presented to a different hospital a few days later with back pain and high blood pressure, and he did not attend to the patient in that hospital. The patient was admitted, and a CT scan was performed. The CT scan findings were unremarkable, with maybe only a little fluid. The patient was treated with antibiotics with a suspicion of an abscess. A few days later, the patient coded and expired on the day he was to be discharged. An autopsy was performed, and it was identified that "the inferior mesenteric artery (ima) had blown out." He stated that it was an acute event since an estimated 1500ml of blood was noted in the abdomen, which was not present in the CT scan performed when the patient was admitted a few days prior. The surgeon could not provide a cause for the post-operative complication leading to the patient's demise. The patient was on lovenox (anticoagulant) as a standard surgery prophylactic protocol.